Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted. No additional information was available, no patient symptoms reported.